Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID was failing intermittently after the 1.10 upgrade. The field service engineer seated all bio ID connections and reset the bio ID in the device manager. The field service engineer swapped the bio ID with a different one that was not having issues, but the problems continued intermittently. Users then tried using hand sanitizer on their fingerprints, which improved results but still led to occasional failures. Users reported that these issues only began after the 1.10 update. The system functioned normally after the service engineer reconnected all the cables and cleaned debris. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio ID failed intermittently after the 1.10 upgrade. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.